Event description:
The spouse had continued to test pt with the reported meter after contacting lifescan in 2005, as the replacement meter had not arrived. He obtained results such as 85, 125, and 100 mg/dl on the reported meter and sometimes he could not obtain a result on the meter. The pt felt sick and fell the next day at 6:00 am; the spouse attempted to test the pt at this time and did not obtain a meter result. His neighbor tested the pt with the neighbor's meter and obtained a reading that was "sky high"; the test time and the result with the neighbor's meter were not provided. The spouse said he threw the reported meter away at the recommendation of the neighbor because it was not working. The spouse called emergency medical techician, as the pt was feeling very sick and was acting "out of her mind". Emergency medical techician took the pt to the hosp, she was admitted to the ICU, and hospitalized there until her death in 10/17/05. The spouse said the pt's blood glucose level was high on admission to the hosp; however, he did not recall specific results. The spouse did not have the death certificate; spouse advised the mas to speak with family member to obtrain more info about the cause of the pt's death. The mas called and spoke with the spouse's family member. The family member said the death certificate was not available at the time the mas called. However, the family member said family member understood the cause of the pt's death was due to "an infection in their heart, bloodstream, and brain.

Event description:
In 05, the lay patient's spouse contacted lifescan (lfs) inquiring as to why the patient's replacement meter had not been delivered. The medical affairs specialist sent a letter to the spouse since he could not be reached by phone. The spouse has previously called lfs in 10/05 alleging that the reported meter would not turn on. At this time, the customer care representative (ccr) walked the spouse through pressing the power button and inserting a test strip into the meter; the meter turned on with both attempts. Though the complaint was resolved with troubleshooting, the ccr made arrangements to send a replacement meter. The spouse said that the patient felt sick and fell on 2005 at 6:00 am. He said the patient was tested with the reporter meter during the incident and no result was obtained. The patient took insulin following use of the meter; the type and dose were not provided. The patient was taken to the hospital and treated with an IV. Results obtained and specific treatment given at the hospital were not provided. On 10/05, the spouse said the patient was currently in coma. No further information was provide regarding the patient's current medical status, diabetes treatment regimen, or other health conditions. The ccr discovered that the test strips were expired, open longer than the discard date, or stored improperly. The ccr ordered another replacement meter to be shipped to the patient with test strips and control solution.